Manufacturer narrative:
Results: the second returned cat6 was kinked at approximately 107.0 cm, 108.0 cm, 113.0 cm, 114.0 cm, 120.0 cm, 122.0 cm and 123.0 cm from the hub. The device was ovalized from approximately 129.0 cm to 136.0 cm from the hub. Conclusions: evaluation of the first returned cat6 revealed a distal ovalization and a kink. If the cat6 is forcefully gripped or pinched during advancing into a parent catheter, damage such as a distal ovalization may occur. This ovalization likely contributed to the reported resistance experienced during advancing the device. If the device is forcefully advanced against the resistance, it will become kinked. Evaluation of the second returned cat6 revealed an ovalization on its distal shaft. If the cat6 is forcefully mishandled during the procedure, damage such as an ovalization may occur. This ovalization may cause the device not to function properly during aspiration. During functional testing, water was able to aspirate through the catheter without an issue. Further investigation revealed kinks on the catheter. These kinks were likely incidental to the reported complaint. Evaluation of the returned tubing revealed a functional device. During functional testing, water was able to be aspirated through the tubing without issue. Penumbra catheters and tubing are inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2019-01311.

Event description:
The patient was undergoing a thrombectomy procedure in the axillary vein using an indigo system cat6 aspiration catheter (cat6). During the procedure, the physician made three successful passes using the cat6 along with the provided peel away sheath within a non-penumbra sheath. At the beginning of the fourth pass, the physician experienced resistance and found the distal tip of the cat6 to be kinked. The cat6 was therefore removed and a new cat6 was used to continue the procedure. It was reported that most of the clots were removed; however, the main clot remained intact. Therefore, the physician ended the procedure and went to open surgery to remove the remaining clot. There was no report of an adverse effect to the patient.